Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher scan result on the adc device compared to an unspecified reading obtained on the competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a symptom which is dizziness but was able to self-treat with water. Subsequently, the customer called an ambulance and had contact with a healthcare professional (hcp) who obtained an unspecified glucose test, no third-party treatment was provided. There was no report of death or permanent impairment associated with this event.